Event description:
A distributor complaint was reported regarding a touchscreen issue on a customer's pump, where the screen was cracked and non-functional. There was no reported impact on the customer's blood glucose level. The pump could start and charge but had an unreadable and unresponsive screen. The device was set to be returned by the customer for evaluation, and a replacement pump was expected to be provided.